Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, rotator cuff disorder, and a blunt head injury. The blood glucose reading at time of call was 726mg/dl. It was stated that the customer had an argument with a sibling and his glucose level went up. It was also mentioned that the customer placed his insulin pump on top of his car and driven off. It was stated that the customer is unsure of where he has lost his device. Advised the caller that a loaner of the insulin pump will be sent to him. No further information was provided.